Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced mesh migration, recurrence, adhesion, mesh erosion, abdominal pain, menorrhagia, pain, infection, and significant weakness at prior incision site at umbilicus. Post-operative patient treatment included incisional/ventral hernia repair with new mesh, revision surgery, removal of mesh, lysis of adhesion, endometrial ablation, and laparoscopic tubal ligation.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced mesh migration, recurrence, adhesion, and mesh erosion. Post-operative patient treatment included incisional/ventral hernia repair with new mesh, removal of mesh, and lysis of adhesion.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced mesh migration, recurrence, adhesion, mesh erosion, abdominal pain, menorrhagia and significant weakness at prior incision site at umbilicus. Post-operative patient treatment included incisional/ventral hernia repair with new mesh, removal of mesh, lysis of adhesion, endometrial ablation, and laparoscopic tubal ligation.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient codes, imf code, ime e2402: "allergic reaction, acid reflux"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced inflammation, allergic reaction, obstruction, bloating, bulging, acid reflux, mesh migration, recurrence, adhesion, mesh erosion, abdominal pain, menorrhagia, pain, infection, and significant weakness at prior incision site at umbilicus. Post-operative patient treatment included medication, incisional/ventral hernia repair with new mesh, revision surgery, removal of mesh, lysis of adhesion, endometrial ablation, and laparoscopic tubal ligation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic umbilical herniorrhaphy due to an umbilical hernia. The patient underwent an additional procedure approximately 2 years and 5 months post op. The patient also experienced mesh migration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.